Manufacturer narrative:
Analysis was able to confirm the epg displayed an error code. The main printed circuit board (pcb) was replaced as a preventative measure. Analysis also noted that the lower case was damaged, the display wires were pinched with compromised insulation, and one case screw was contaminated. All found defective parts were replaced, the firmware was updated, and the epg was calibrated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was displaying an error code. Troubleshooting steps were taken to no avail. The status of the epg is unknown. There was no patient involvement. It was further reported that the epg was returned for service and subsequently tested out of specification during manufacturer's analysis.